Event description:
A caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and noted that it did not occur during the load process. Although the caller had not reported this specific alarm before, they experienced consecutive cartridge alarms. As a resolution, technical support decided to replace the pump and send the replacement to the caller.